Event description:
An unk size aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported upon arrival at the hospital the patient coded and was revived. The physician elected to implant a stent graft and its components which were successfully implanted. However, due to the patient's pre-existing condition, the patient did not recover from the rupturing of the aneurysm. It was reported later the same day the patient expired.